Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s first name is not provided / unknown.

Event description:
Clinician reported the implant was stable when placed. They later removed the cover screw and placed a healing abutment. When healing abutment was being removed to do an impression, the implant came out with it. Doctor stated again that implant was stable but healing abutment would not disengage implant.

Manufacturer narrative:
This report is being submitted to report additional information. One implant and one healing collar were returned for investigation . Visual evaluation of the as returned products identified that they were stuck together. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the investigation, the most likely cause determined is the use of incorrect technique. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During investigation, the hc and the implant were identified.